Manufacturer narrative:
Na.

Event description:
The customer stated that they received an erroneous result for one patient tested with a coaguchek xs pro meter. The serial number of the meter was asked for, but not provided. The customer stated that the patient could have had some traces of bacitracin ointment left on her right hand after she had applied this ointment to her dog. A sample from the patient's right hand was collected and tested on the meter, resulting as 5.1 inr. The customer confirmed that the patient's finger was prepared using alcohol and believed that the finger was dry prior to collection of this sample. A sample was collected from a different finger of the patient and tested on a second coaguchek xs pro meter, resulting as 2.8 inr. A sample was collected from a third finger of the patient and tested on the original meter, resulting as 2.8 inr. All measurements were performed with samples collected within a 7 hour period of time. The customer considered the value of 2.8 inr to be correct on both meters. Only the 2.8 inr value was reported to the patient's doctor. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is around 2.8 inr. The patient did not have any hematocrit issues. The patient has not started any new medications and her diet has not been changed. The patient had no additional illnesses. The patient did not have any symptoms of bleeding or bruising. Liquid controls were tested on the meter and these results were within range. The patient's coumadin/warfarin dose has not been changed. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause. The lot number provided by the customer was not yet in production at the time the complaint was received. This information could not be verified since customer could not be reached again.